Manufacturer narrative:
H6: correction - device code c62862 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was the patient controller and rtm that were replaced to address the issue. The cause of the ins not communicating with the patient controller and rtm or the clinician tablet was ¿undetermined.¿ there remained no complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97755, serial#: (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that communication with the implantable neurostimulator (ins) could not be performed during a visit for stimulation adjustment. An attempt was then made to recharge the ins with the recharger telemetry module (rtm), but the ins did not recharge. The rep attached their own rtm and initiated a recharging attempt from the ¿trying to recharge screen;¿ however, after 30 minutes in this mode, the normal recharging session did not start. A clinician tablet was used, but was also unable to communicate with the ins. It was stated that an ins over discharge was suspected. An attempt was made to force charge the ins, but the screen did not change and the charging could not be performed. The issue remained unresolved at the time of report. Additional information received on 2019-oct-08 stated in regards to whether an over discharge was confirmed that ¿over discharge was not reported.¿ it was noted that ¿replacement¿ was performed to address the issue; however, which specific device was replaced was unknown. Additional information was requested to determine whether the ins, patient controller, or rtm was replaced. The central post-stroke pain (cpsp) patient was alive with no injury at the time of initial report. No complications were reported or anticipated.